Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when the patient presented in clinic for an avvnode ablation. Fluoroscopy images indicated the dislodgement of the lv lead in the atrium. After opening of the pocket, it was noted that lead fixation on the sleeve was not tight enough. The lead was explanted and replaced. The patient was stable prior, during and post procedure.